Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). Device history record (DHR) - DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. The lock having movement and a residue buildup is present. Parts of the device are worn and need to be replaced. The observed condition is likely caused by wear and tear of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the index knob of the a1059 mayfield modified skull clamp has no tension when locking. It would still lock but can easily be turned out of the lock position. There was no known patient contact or surgery delay.